Event description:
The event involved a spinning spiros¿, closed male luer where the customer reported "couldn't infuse. O-ring inside?" The customer stated that the event was detected prior to patient use but that it was also noted during infusion and was in use for 3 seconds. The device was replaced with no further problems encountered. Harm was not reported as a consequence of this event.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Manufacturer narrative:
One photo was provided by the customer, where a spiros is observed inside a plastic bag, no physical damage or anomalies are observed on the photo. One used device was returned for evaluation. As received, no physical damage or anomaly was visible observed. No mating device was returned. The returned sample was primed at gravity pressure and no occlusion or flow restrictions were found. The sample was cut and no extra o-ring or anomalies were found. Complaint of no flow cannot be confirmed or replicated. Lot history review was performed and no nonconformities were identified that may have contributed to the reported complaint.